Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The light guide connector detachment was confirmed. Based on the results of the investigation, the definitive root cause of the detachment could not be determined. It is possible that the detachment was caused by improper handling, an application of excessive force, or impact to the device such as a fall or shock. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device's lens detached from light guide connection. There were no reports of patient harm.